Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on bus. A field service engineer found that the main matrix drawer 1 was not detected on the bus and upon inspection, the drawer was found to be disconnected and was reconnected, followed by a reboot. A remote recovery attempt was made by resetting the network interface card, including disabling it, rebooting, powering it back up, reenabling it, and rebooting again. Despite these efforts, the drawer continued to fail and was not detected. Good faith attempts were made to get the additional information. No responses were received from the technical support specialist and the tss manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed and was not detected on the bus. The customer stated that they had powered the station off for five minutes and then turned its back on and also opened the drawer from the back to check for any obstruction, but none was found. The customer indicated that the station was currently being used for a procedure and that they accessed the medications by opening the drawer using the red lever at the back. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.